Manufacturer narrative:
Follow-up #1 date of submission 03/12/2015-device evaluation:the pump has been returned and evaluated by product analysis on 02/25/2015 with the following findings:a review of the pump black box data revealed an occlusion alarm associated with an unidentified high force. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed with no duplicated occlusion alarms. The force sensor calibration measured within specifications. The pump case was removed and no evidence of moisture ingress or damage was found. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.